Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2018. The cause of death was low blood glucose that led to a coma. The customer's mother stated the low blood glucose was not insulin pump related. The caller stated that the customer had a feeding tube as they had trouble swallowing food and that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of admission and death. The customer was not wearing the insulin pump at the time of death. The pump had been disconnected more than 48 hours prior to passing. The customer was having difficulties using the 670g pump and was being trained. The customer was using sensors. The customer's parent stated that the customer's blood glucose was low and never checked it, but treated with orange juice and jelly. The caller agreed to return the insulin pump for analysis.